Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced a bent cannula event on 23-feb-2026, which led to a blood glucose level of 350 mg/dl. The patient performed a correction with insulin. No further information available.